Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir compartment of insulin pump was damaged lip ring and came of. Customers blood glucose level was 120 mg/dl. The insulin pump will not be returned for analysis.